Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Review of lot 16113176 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
Complaint conclusion: during an angioplasty of an av fistula lesion, it was reported that a 10mm x 4cm powerflex pta balloon was inflated above the rbp to 20 atmospheres (atm), the balloon burst, and a portion of the balloon embolized. The embolus was later removed. No patient injury. The device will be returned for analysis. "Physician took full responsibility for the event." The device was not being used for a chronic total occlusion (cto). The device was being used for pre-dilatation. An unknown indeflator was used for the procedure. One non sterile catheter powerflexpro 10mm4cm 80 was received coiled inside a plastic bag. Blood residues were noted in the balloon, and it was observed the balloon has a burst and it was separated. Leak test required could not be performed since the balloon was separated and has a burst. Sem results: the balloon external and internal surfaces exhibited no evidence of damaged. This balloon burst failure exhibited no surface anomalies that could have caused the separation. The inner body presented evidence of elongation, elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon burst above rbp¿ and ¿balloon separated¿ was confirmed through analysis of the returned device. The exact cause could not be conclusively determined. Based on the information available for review, procedural factors (inflation of the device above rated burst pressure) may have contributed to the burst and separation of the device. The instructions for use warns ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available for review suggests that the burst and separation could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Event description:
During an angioplasty of an av fistula lesion, it was reported that a 10mm4cm powerflex pta balloon was inflated above the rbp to 20 atmospheres (atm), the balloon burst, and a portion of the balloon embolized. The embolus was later removed. No patient injury. The device will be returned for analysis. "Physician took full responsibility for the event." The device was not being used for a chronic total occlusion (cto). The device was being used for pre-dilatation. An unknown indeflator was used for the procedure.